Manufacturer narrative:
The reported event was addressed with phone support. The customer replaced the scope and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci assisted myomectomy surgical procedure, the customer contacted the technical support engineer (tse) and reported the 30-degree scope they had installed was encountering an inverted image. The customer found when they tried to adjust the base of the scope the was no change in the scope image. The staff replaced the scope and the issue was resolved. The procedure was completing as planned with no reported injury.